Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the error code was logged in the device's memory; however, the issue could not be duplicated during testing. Physio cleared the device's error log and reseated the therapy connectors as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by physio-control, the technician observed an event code logged in the memory of the device. The event code logged can be indicative of a failure of the device's AED function. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient use associated with the reported event.